Event description:
It was reported that this right ventricular (rv) lead had a high out of range pacing impedance measurement, during a shock delivery. The impedance measured greater than 125 ohms. It was also reported that during this ventricular tachycardia (vt) event, the patient passed out and broke their leg. Technical services recommended that the lead be replaced. No additional adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.

Event description:
Additional information reported indicated that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) were removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.